Event description:
It was reported that the patient had scars "back up to his back." A refill was done "the other day" and during the procedure, 3-4 ml was expected, but 18-19 ml was returned. The pump was not alarming. The patient had been in the week prior to the refill, complaining of issues, and the pump was turned up. It was stated the patient seemed better to everybody after the dose increase. It was also said that a couple months ago, during the previous refill, the provider had difficulty at the refill and "got some blood" when the pump was accessed. The patient had a return of spasticity. Four days after this report date, there had been no further troubleshooting performed. The pump was delivering lioresal.

Event description:
Additional information reported the cause of the event was the pump and the catheter. The pump issue was noted as unknown while the catheter issue was a ¿break, tear hole, or dislodgement/migration¿ of the distal segment. An xray done on (B)(6) 2013 showed results of a ¿catheter disrupted in posterior lower para-spinal soft tissue, and the patient¿s pump and catheter were both replaced on (B)(6) 2013. The patient did not required hospitalization and the patient recovered without sequelae.

Manufacturer narrative:
Product ID 8709, lot# l71601, explanted: 2013-(B)(6), product type catheter product ID 8709, lot# l71601, explanted: 2013-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l71601, implanted: (B)(6) 1999. Product type: catheter. (B)(4).